Event description:
When opening the sterile packaging of the csi, the tech and the doctor discovered a dark hair in the package. The hair was inside the pouch between the wire and wire holder. The nurse discovered the hair while unpacking the csi. Everything remained inside the pouch, separated from the rest of the procedure and was not in contact with any other material nor the pt. The product was not used clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.